Manufacturer narrative:
Information unknown/not provided. Telephone number: (B)(6) the intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in a patient¿s right eye on (B)(6) 2020. When patient returned for the follow up visit, it was determined that the iol had dislocated. The iol was repositioned on (B)(6) 2020 which was unsuccessful as the lens ended up falling to the back of the eye. On (B)(6) 2020, the lens was explanted and an anterior chamber, non-johnson & johnson lens was used as a replacement. The replacement lens is still in the patient¿s eye. There was no other surgical interventions required and no patient injury was reported. It was indicated that the patient¿s vision is still not that good. It was noted that the explanted lens was discarded. No further information was reported.